Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump received off no power alarm and did not received low battery alert prior to off no power alert. The customer¿s blood glucose level was unknown. The customer reported that it was first time when the insulin pump just shut off and feel that the insulin pump was not able to read battery correctly and within in a day it was alerting low battery or battery error. The customer put battery in when insulin pump got off no power alert and replaced battery and tried to reset insulin pump by pressing back and act button and nothing happened after 10 minutes and then changed battery and did the same thing after waiting 10 minutes again. The insulin pump will not be returned for analysis.